Event description:
The customer reported that the mid standard solution nozzle was dripping fluid into the sample dilution pot of the beckman coulter au2700 clinical chemistry analyzer. The customer reported that the instrument generated discrepant sodium (na) results for two (2) patients as a consequence of the dripping fluid. An initial na result of 112 mmol/l was generated for one patient and a result of 142 mmol/l was obtained upon repeat. An initial na result of 152 mmol/l was generated for the second patient and a result of 139 mmol/l was recovered upon repeat. The results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Quality control (qc) results prior to and following the event recovered within specifications. There were no reports of any calibration failures prior to the event.

Manufacturer narrative:
The customer's telephone number is (B)(4). A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak between the buffer nozzle and plastic tubing connection which was causing buffer solution to drip into the sample dilution pot. Na measurements for the two patient samples involved in this event were subsequently affected since the volume of buffer solution dispensed into the sample dilution pot was affected by the leaking connection. The fse resealed the connection between the nozzle and tube connector to resolve the issue. Results: failure mode of the event is attributed to a leak between the buffer nozzle and plastic tubing connection.